Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading was unknown. Advised return of the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump passed displacement test, rewind, basic occlusion and prime tests. The unit was received stuck in a motor error alarm loop during the bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The unit had a cracked lcd window, cracked display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.